Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the catheter was stuck on the wire. An angiojet® zelantedvt¿ catheter was selected for a thrombolysis case. During the procedure, the physician placed the device in the common external iliac vein and completed both power pulse and thrombectomy. Upon attempted removal of the device, the catheter was stuck on the wire and the wire could not be removed from the device. The catheter and wire were removed together. It was noted that there was blood around the pump on the console. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable and doing fine.